Event description:
Litigation papers allege the patient suffered hip, buttock, and groin pain that seems to be getting worse. The patient reported having some difficulty walking and sometimes walks with a limp. Papers also allege the patient has elevated metal ion levels that are being monitored by her surgeon.

Event description:
Litigation papers allege the patient suffered hip, buttock, and groin pain that seems to be getting worse. The patient reported having some difficulty walking and sometimes walks with a limp. Papers also allege the patient has elevated metal ion levels that are being monitored by her surgeon. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Eval summary : not received

Event description:
Update: 2/8/2013, sales rep reports that the patient was revised because of pain.